Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. A false negative may occur when sampling is not performed as described in the instructions for use (IFU). The limit of detection varies depending on the type of test. A negative result may occur due to an insufficient amount of virus in the sample. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported false negative results with the covid-19 at-home test compared to pcr. On (B)(6) 2022 the consumer started experiencing symptoms. The specific symptoms were not provided. On (B)(6) 2022 the consumer performed 4 covid-19 at-home tests and the results were all negative. On (B)(6) 2022 the consumer had a pcr test performed and the result was positive. The time each test was performed was not provided. No other information can be provided. No additional information about treatment and outcome was provided.